Event description:
Lap chole- "clips were not closing properly. Were scissoring and falling of the duct. Observed the doctor achieving plastic to plastic and clip was heard. One of the clips looked bent." Type of intervention: "2nd surgery". Patient status: "stable".

Manufacturer narrative:
Investigation summary: two (2) event units were returned for evaluation. Upon inspection of the first returned unit, engineering found a clip loaded incorrectly beneath the jaws. The unit was disassembled for further evaluation and engineering found an excessive amount of debris in the shaft, which may have contributed to the customer's experience of the clips not loading properly. Engineering inspected the second unit and found there were no clips remaining in the device; engineering was unable to test the unit for functionality. The root cause remains unknown; however, the excessive amount of debris may have contributed to the customer's experience. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, applied medical has recently implemented device enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.